Event description:
In a literature study article, a physician reported that during cataract surgery (without intra ocular lens implantation), a male patient had phacoemulsification of a grade two nuclear sclerosis in the right eye and under topical anesthesia, viscoelastic was injected through a 2.75 millimeter temporal clear cornea incision, and a capsulorhexis and hydrodissection were done. Before the surgery, the keratometry revealed that there was a corneal astigmatism, measuring -0.75 diopters at an angle of 179 degrees. At the start of nuclear sculpting, a white plume was visible at the tip of the handpiece. The tip and the tubing were changed and reprimed, but a larger plume and whitening of the wound were still noted on sculpting. With higher vacuum and aspiration rate to aspirate the viscoelastic around the tip, then the occlusion sound disappeared, and sculpting went on smoothly. The wound was closed with three tight nylon sutures and adhesion of the iris to the internal side of the wound. Two weeks after the surgery, the corneal astigmatism was measured at -6.75 diopters at an angle of 100 degrees. One month after the surgery, the corneal astigmatism had decreased to -3 diopters at the same angle. The stitches were then removed and later corneal astigmatism had decreased and visual acuity was corrected. A pseudo-pterygium had formed, and iridocorneal adhesion causing a pear-shaped pupil persisted, but all the corneal folds were gone.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Specific product identifiers (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information available, the customer reported event cannot be confirmed. As of (B)(6) 2024, no sample has been received for testing; therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event "visible plume, whiten corneal wound, suture" is not considered to be a reportable, as the reported literature article was published beyond 10 year window for literature reviews. No further reports will be scheduled under mfg report number. The manufacturer internal reference number is: (B)(4).